Event description:
It was reported that the infusion cartridge repeatedly came out of the pump during use, and the user expressed frustration with frequent supply changes despite understanding the push-and-turn locking procedure. Troubleshooting included advising the user to install a new adapter and offering a new box of connectors. No reported symptoms. Outcomes included interruption of insulin delivery tasks without injury. Investigation included product-use troubleshooting and education on correct connector engagement and cartridge locking. Investigation of this case revealed a suspected connector-to-cartridge attachment issue consistent with difficulty achieving a secure lock, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-interface challenge with component attachment leading to incomplete engagement.